Event description:
It has been reported to the co that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter placed the stent with no problem. The physician removed the stent delivery catheter. The physician needed to place a 3rd stent. The physician inserted and placed stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician attempted to deflate the occlusion balloon and the wire kinked which caused the occlusion balloon to remain inflated. The physician cut the wire and the occlusion balloon deflated. The device was removed and discarded. The pt is reported to be fine.